Event description:
The pump was returned for investigation. Evaluation revealed contamination under buttons and the display is dim. This report is made based on results of investigation completed on 06/11/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/11/2014 with the following findings: the ok symbol is worn and the label is torn/peeling. The display is dim/fading/reddish. The keypad cover is intact and all buttons respond normally. Evaluation revealed that there was contamination found under all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).